Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned with one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-32714. It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and right atrial (ra) lead was dislodged. The rv and ra leads were explanted and replaced. The patient status was unknown.